Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 02 MFR report: 3005168196-2021-01798. 1. Section d. Box 6. If implanted, give date h3 other text : placeholder.

Manufacturer narrative:
Correction: h6 (3331): h10/11 previous MDR submission indicated "the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns." However, the product lot number was not provided, therefore, the manufacturing records could not be reviewed. Furthermore, this device is not available for return. Without the return of the device, the root cause of the problem cannot be determined. H3 other text : placeholder.

Manufacturer narrative:
This device is not available for return. A follow up MDR will be submitted upon completion of the device manufacturing records.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient. The exact event date is unknown.